Event description:
A maryland bipolar davinci arm was being deployed during a robotic wedge resection/lobectomy case. Upon deploying the robot arm, the wire popped out of the arm. No pieces were noted to be retained inside the patient and no damage to patient noted. X-ray taken to ensure no retained pieces, and x-ray was negative.